Manufacturer narrative:
Initial reporter address: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the second picture showed the product was wet. The reported condition was verified. The cause is design related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a loading process step of a u9000, an external fluid leak was observed. There was no patient involvement. No additional information is available.